Manufacturer narrative:
Please see attached user facility medwatch report # (B)(6). (B)(4). The subject device has been received and is currently in the evaluation process. Only a partial lot number could be viewed on the returned plate. Without a completed lot number the device history record review could not be completed. The date of manufacture is unknown. If the lot number is identified, a device history record review will be requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes customer quality received user facility medwatch report # (B)(6). It was reported that a patient who initially underwent surgery on (B)(6) 2016 for an open reduction internal fixation (orif) of her left ulna and radius, requiring both ulnar and radius plates and screws, was returned to the operating room on (B)(6) 2017 for a broken ulnar plate. It was reported that the patient was more active than expected and that she felt a ¿pop¿ in her left forearm two weeks prior to the revision surgery. An x-ray taken on an unknown date in (B)(6) 2017 revealed the broken ulnar plate. On (B)(6) 2017, the 3.5mm locking compression plate (lcp) reconstruction, 7-hole plate and six (6), intact screws were explanted. The radius plate and screws remain in the patient. It was reported that the fracture site was debrided (no sign of infection) and packed with a distal radius autograft and the fascia closed with 2.0 vicryl sutures. The surgery was completed successfully, without delay, and the patient reported as stable. Concomitant devices: left radius plate (part #unknown, lot #unknown, quantity 1); screws (part #unknown, lot #unknown, quantity unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. A visual inspection under 5x magnification, drawing review, and dimensional inspection of features related to this complaint were performed as part of this investigation. This complaint is confirmed. One plate was received at customer quality (cq) in two (2) pieces. The transverse break occurred at the middle hole on this 7 holes plate. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Six (6) unknown screws were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. No new malfunctions were identified as a result of the investigation. A review of the device history records for the returned plate was unable to be performed since the lot number could not be determined "lot # 801576 appears to be missing a number and is not readable on the device". Tabulated lcp reconstruction plate drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The thickness of the plate near the location of breakage measured and is within specification per relevant drawing. Most likely due to excessive and/or cyclical loading which led to failure. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.